Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicty per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 4 and 24 hours. The pod was removed on the (B)(6) 2020 and the patient sought out medical attention on the (B)(6) 2020. The patient was taken to the emergency room and diagnosed with an infection. The pod site was reportedly red with purulent discharge. The patient's blood glucose rose to approximately 20 mmol/l (360 mg/dl). As treatment, the patient was prescribed an antibiotic (4 times a day every 6 hours for 10 days). The patient was discharged after 1 hour and 30 minutes.

Manufacturer narrative:
The device was received and evaluated. The cannula assembly and the bottom housing were inspected for manufacturing deficiencies that could cause pain during insertion and the infection and no issues were found. The exact cause of the reported events could not be conclusively determined.